Event description:
It was reported that the clinician was attempting to insert the catheter over the wire into the pt. At which time, the spring wire guide unraveled and separated into two pieces. The wire and catheter were removed as one and a new kit was used. There was a delay in treatment, but no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). This report is associated to MDR# 1036844-2014-00523. It was reported that the same occurrence happened with two successive kits. Three samples were returned. This report if for the third occurrence.